Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.